Manufacturer narrative:
Patient city: (B)(6). Patient country: turkey. Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient was hospitalized on (B)(6) 2026 due to hyperglycemia caused by insulin flow block. The insertion site was abdomen. The blood glucose level was 400 mg/dl and the patient was treated with injection. Patient tested for ketones and results found to be positive. The length of the hospitalization is forty-eight hours. Patient experienced headache at the time of hospitalization. No further information available.